Event description:
The event involved a plum duo infusion system, and it was reported that the pump had inappropriate air in line alarm. The pump infusing epinephrine started to alarm, alerting for air-in-line. The registered nurse was unable to clear the alarm or restart the medication. With this medication being stopped, the patient's blood pressures started to rapidly drop (min bp 50 slash 30), requiring the team to come to bedside. Patient became acutely hypotensive and bradycardic and required 50mcg epinephrine IV push dose to be administered. Patient briefly became hypertensive and then returned to baseline. There were patient involvement and patient harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.